Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic transcervical resection (tcr) procedure it was noticed that part of the ceramic insulation at the distal end of the inner sheath had broken off. The missing fragment could not be located and it could not be determined whether the fragment fell into the patient during the procedure or whether it fell off afterwards. An x-ray was performed but no foreign objects were found inside the patient. No further information was provided and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to (B)(4) (returned to omsc on (B)(6) 2018). The evaluation confirmed that a fragment of the ceramic insulation at the distal end of the inner sheath is broken off and the remaining part of the ceramic insulation is damaged. Furthermore, there is a dent on the insertion tube. The cause of this damage and the breakage of the ceramic insulation is most likely mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.